Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign material on the cylinder, forceps channel, channel tube, distal cover, bending rubber, connecting tube and a clogged distal end. There was no patient involvement.